Event description:
The implantable neurostimulator was not responding to the pt programmer. The pt was unable to adjust stimulation with the pt programmer. Device troubleshooting included review of battery status lights, programmer switch position, and stuck keys. No pt symptoms were reported. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.